Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet was dropped, the luer connector broke, and the cartridge could not initially be removed; the user later removed the broken luer connector and cartridge, replaced supplies, and reported no ongoing issues and no alerts or alarms. Symptoms included no change in blood glucose. Outcomes included no clinical impact and no need for medical intervention. Investigation included troubleshooting and user education conducted remotely. Investigation of the returned device revealed a broken luer connector associated with handling damage to the connector component, with subsequent successful removal and replacement by the user without device malfunction.